Event description:
It was reported by the customer that they are returning their unit for service. Description of failure: "something wrong in the vacuum system. No further info is available. There was no reported pt consequence.

Manufacturer narrative:
H3. Evaluation summary: the customer complaint has been verified and corrected. The vso was replaced to correct the complaint. The control module was serviced, then functionally tested, and was found to operate properly. Complaint info is trended on a regular basis to determine if further investigation is warranted.